Event description:
Same case as MFR# 6000089-2007-00382, 00383. It was reported that 38 days after a coronary drug eluting stenting treatment procedure, the patient expired. The index procedure treated a 2.5x18mm, 95% stenosed lesion in the 1st diagonal branch (1st dx) with placement of two overlapping taxus express2 drug eluting stents of size 2.5x24mm and 2.5x8mm. The procedure also treated a 3.5x10mm, 95% stenosed lesion in the proximal left anterior descending artery (prox lad) with placement of a taxus express2 3.5x12mm drug eluting stent. Concomitant medications include aspirin and plavix. The patient was discharged 38 days later in good condition. There was no angina pectoris or pathological findings at that time. The patient died at home sitting in the chair that same day with the cause of death unknown. The relationship of this "sudden cardiac death" to the taxus stent was noted as "possibly". It was unknown if the autopsy was performed. Additional information has been requested regarding this event.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.